Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain"), discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("excessive migraine headaches"), rash ("excessive rashes"), depression ("depression"), anxiety ("anxiety"), headache ("constant headaches") and skin disorder ("skin issues"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain, discomfort, abdominal pain, back pain, migraine, rash, depression and anxiety had not resolved and the headache and skin disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, discomfort, headache, migraine, pain, pelvic pain, rash and skin disorder to be related to essure. Most recent follow-up information incorporated above includes: on 29-mar-2018: new reporter added; constant headaches and skin issues were added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain"), discomfort ("discomfort"), abdominal pain ("abdominal pain"), back pain ("back pain"), migraine ("excessive migraine headaches"), rash ("excessive rashes"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent surgery to remove her essure coils.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain, discomfort, abdominal pain, back pain, migraine, rash, depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, back pain, depression, discomfort, migraine, pain, pelvic pain and rash to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.